Event description:
The pop-off valve, on the absorber on the gas machine, which releases all built up air in the system failed to release the air. The FDA check out procedure was done prior to the case.